Event description:
It was reported that the asymptomatic patient presented to the clinic and the right ventricular lead exhibited noise and high capture thresholds which caused pacing inhibition. The device was reprogrammed. On (B)(6) 2017 the patient presented to the clinic for a scheduled normal device change out procedure due to elective replacement indicator. The right ventricular lead exhibited low impedance and an insulation anomaly. The physician elected to cap and replace the lead due to the previous lead behavior and new anomalies noted. The lead was successfully capped and replaced. The patient was in stable condition before, during and post surgery.